Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgeon indicated that the scopes were fogging. As a result of the reported issue, the surgeon made the decision to convert to open surgical techniques. An intuitive surgical inc. (Isi) field service engineer (fse) was at the site when the reported event occurred. Prior to contacting the fse for troubleshooting, the surgeon made the decision to convert the da vinci si hysterectomy procedure to open surgical techniques. The site had already replaced the scopes, but the reported fogging issue persisted. Through troubleshooting, the fse discovered that the surgical staff did not have a proper set up for ventilation of cautery smoke which was creating the reported fogging issue. According to the fse, the site was not using any type of set up for smoke evacuation. The fse indicated that an isi clinical sales representative (csr) was working with the site to get a smoke evacuation set up installed.

Manufacturer narrative:
Through troubleshooting, the fse determined that the fogging issue with the scopes was due to site not using adequate smoke evacuation techniques during the surgical procedure. Isi has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon converted the da vinci si hysterectomy procedure to open surgical techniques after encountering an issue with the scopes fogging. However, at this time, there is no evidence that a malfunction of the da vinci si system, an instrument, or an accessory occurred during the surgical procedure.